Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and seven months post filter deployment, computed tomography (CT) revealed that the filter was unchanged in position with upper tip of the filter at right anterior margin of inferior vena cava at low l2 level. Lower prongs projected anteriorly, posteriorly, medially, and laterally outside of the inferior vena cava. Two months later, patient presented with abdominal pain. Subsequent computed tomography (CT) revealed the upper filter tip was at essentially the l2-l3 disc space. The lower prongs were projected outside of the inferior vena cava. Eventually eight months later, filter retrieval was scheduled. Subsequent venogram revealed that the filter with little tilt. The filter was removed successfully. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.